Manufacturer narrative:
The device will not be returned to olympus due to the customer stating the clv-190 was not the issue. It was thought to be from the edge reprocessor and a line with a pin hole present. The customer stated the endoscopes will be returned, however they are still investigating in their end. No other information provided. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an error code b30. The issue was found during a colonoscopy procedure. The procedure was a diagnostic procedure. The intended procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for evaluation, the reported issue could not be confirmed. Therefore, the root cause could not be determined. This supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue (error b30) caused a 5¿10-minute procedural delay. However, the patient did not require any medical intervention, and the issue did not affect the outcome of the procedure.